Event description:
As reported: "the surgeon was using the center screw t25 driver (5901-1122) on a large t handle (1101-2100) putting the center screw into the baseplate. While turning in the center screw t25 driver in the center screw the tip of the screw driver broke off in the central screw. The surgeon tried using a burr to remove the broken tip and forceps but was unable to. The center screw t25 driver was no longer needed to complete the surgery and was removed from the consignment set.". 30 minutes surgical delay to use a bur to try to get it out of the screw and a vice grip. Event occurred during a primary surgery.

Manufacturer narrative:
Please note the correction to d9/h3 as the device was not returned for evaluation. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition unknown.

Manufacturer narrative:
The reported event could be confirmed based on the inspection performed. The device inspection revealed the following: the identification of the returned screwdriver was confirmed based on the catalog # and lot # marked. The tip of the instrument is broken. The detached fragment was not returned. The analysis of the broken surface gives indication of a sudden brittle fracture, most probably resulting from excessive bending and/or torsional load. The instrument surface is discolorized and shows signs of light oxidation, most probably resulting from multiple cycles of sterilization. This gives indication that the screwdriver was heavily used before the breakage occurred. Dimensional and material integrity inspection showed the device to be within specification. Based on investigation, the root cause was attributed to an user related issue. The failure was caused by excessive bending and/or torsional applied to the instrument. It must be noted that there is indication that the device was already worn out, which could have helped causing the breakage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the surgeon was using the center screw t25 driver (5901-1122) on a large t handle (1101-2100) putting the center screw into the baseplate. While turning in the center screw t25 driver in the center screw the tip of the screw driver broke off in the central screw. The surgeon tried using a burr to remove the broken tip and forceps but was unable to. The center screw t25 driver was no longer needed to complete the surgery and was removed from the consignment set." 30 minutes surgical delay to use a bur to try to get it out of the screw and a vice grip. Event occurred during a primary surgery.

Event description:
As reported: "the surgeon was using the center screw t25 driver (5901-1122) on a large t handle (1101-2100) putting the center screw into the baseplate. While turning in the center screw t25 driver in the center screw the tip of the screw driver broke off in the central screw. The surgeon tried using a burr to remove the broken tip and forceps but was unable to. The center screw t25 driver was no longer needed to complete the surgery and was removed from the consignment set." 30 minutes surgical delay to use a bur to try to get it out of the screw and a vice grip. Event occurred during a primary surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.